Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 484 mg/dl. Customer reports they did received calibration not accepted alarm. Customer declined to review sensor best practices. The customer was treated for the high blood glucose and not required to troubleshooting. Customer did not report consecutive sensor alerts with different sensors. The insulin pump was not returned for analysis.